Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubie pockets in main drawer 2.2 had required ejecting over time. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row boards a and b in drawer 2.1 were barely connected. A field service engineer (fse) unseated and reseated all row boards in drawers along with the pyxi bus connections at the rear also firmly reseated both the row boards to resolve the problem. Then the fse tested the drawer functionality in the hardware test application. The system functioned as intended after the field service engineer investigated the device.